Manufacturer narrative:
(B)(6). This report is for three (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a procedure for total knee arthroplasty was performed for removal of retained hardware (retorgrade nail with 4 interlocking screws and endcap). Upon locating the hardware it was discovered all of the screw head recess were stripped and screwdrivers were unsuccessful for removal. It was surmised intra-op by surgeon that screws were stripped upon initial placement. Osteotomes, curettes, and gouges were used to loosen bone growth around hardware and a locking plier and vice grip were used to remove 3 of the screws. During this process a synthes gouge was broken and portion of the device may have been retained in the patient. Intra-op radiography was unable to determine location of piece. Secondarily, the most distal screw was unable to be removed and the surgeon decide to abort the planned procedure. The remainder of the hardware, which includes the retorgrade nail and most distal interlocking screw, was removed in another procedure at another facility and was removed without incident. This report addresses the removal of the three (3) unknown screws for total knee arthroplasty. (B)(4) addresses the intraoperative breakage of the gouge. Concomitant devices reported: osteotomes (part number unknown, lot number unknown, quantity unknown), curettes (part number unknown, lot number unknown, quantity unknown), gouges (399.68, lot number unknown, quantity unknown), locking plier (part number unknown, lot number unknown, quantity unknown), vice grip (part number unknown, lot number unknown, quantity unknown). This is report 1 of 1 for (B)(4).